Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter read inaccurately compared to a hospital meter on (B)(6) 2015. She claimed that the patient obtained an alleged inaccurately high blood glucose result of '115 mg/dl" on the subject meter and "77 mg/dl" on the hospital meter. The time difference between the results was not provided. Based on statistical methodology, the calculated difference between the reported results may not meet lfs' accuracy criteria. The patient manages his diabetes with insulin. The reporter was unable to say what action, if any, the patient took as a result of obtaining the alleged inaccurate result. The reporter was also unable or unwilling to say whether the patient had developed any symptoms or received any treatment as a result of the alleged issue. At the time of troubleshooting, it was not possible to establish whether the subject meter was set to the correct unit of measure or whether the patient had used an approved sample site. The reporter was unable to say whether the patient had used the correct testing steps, whether the test strips had been stored correctly or whether the test strip vial was cracked or broken. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive treatment for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved after troubleshooting.